Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-523j-1361: the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits devitrification at the output area; the glass cap exhibits mild detritus buildup around the devitrification. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 43,740 joules and 13 minutes of use, fiber damaged at tip was observed. The procedure was completed using a second fiber (282,280 joules of use). Patient outcome "no injury" reported. Patient's current status "fine" reported.